Event description:
This notification is being reviewed due to a user of a dreamstation bipap st30 device with an allegation of visible foam degradation. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third-party service center for evaluation. The service technician observed visible foam degradation. Error code 53 (indicating an issue with the pca) and error code 73 (indicating an issue with the pca) were found in the device log history.